Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the centrifugal pump was making a rattling sound. The user facility reported that the pump was changed out and that the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device and the investigation confirmed the centrifugal pump was noisy. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).